Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had several motor error alarms in the past two weeks. The customer stated they have received four motor error alarms in total. Customer was advised of an issue with the motor and piston. Customer's blood glucose was unknown. Troubleshooting did not occur at the time of the call. The insulin pump will not be returned for analysis.